Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a deformation of balloon material occurred. The de novo lesion was located in the calcified left main coronary artery. To pre-dilate the lesion the physician advanced the 3.0mm x 10mm flextome cutting balloon to the lesion. Upon the first inflation the physician noted that the balloon inflated abnormally outside the proximal marker bands under angiography. Eventually, the balloon was deflated and the device was removed from the patient intact. The procedure was successfully completed with a different device. There were no patient complications and the patient's status is reported as stable.

Manufacturer narrative:
(B)(4). One sample was received for evaluation. A visual inspection was performed and no obvious defects were noted. The evaluation found a slow leak coming from the venous header. This complaint could not be positively confirmed against the dialyzer for the patient reaction. The manufacturer, nipro, review of the retention sample noted no abnormality was found in the findings of the biological tests performed.

Manufacturer narrative:
(B) (4). The sample is available for evaluation, however, the sample has not yet been received, therefore no evaluation results are available. Should the sample be evaluated, a follow up report will be submitted.

Event description:
On (B) (6) 2010 a report was received from a (B) (6) nurse indicating a patient was using an exeltra 150 dialyzer started to use a xenium dialyzer 130 and one hour after starting therapy the patient experienced fever, headache, chills and a temperature of 37. 7 degrees. The nephrologist was informed. The patient was given hydrocortisone (100mg) and dipirone (1 g) (analgesic and antipyretic) in 100 ml saline solution (intravenous). The patient outcome is unknown.